Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, sets leakage was noticed by the filter. It was reported that the patient switched to a new extension set and everything improved. Reported that infusion is life-sustaining and adcirca was the medication being infused. No patient consequences were reported. No adverse effects were reported.